Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Regarding the reported loosening, root cause was unable to be determined. The reported infection was determined to be unrelated to the device and no device problem has been found. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: stemmed nonaugmentable tibial componet size 7: catalog#00598605701, lot#63064311; articular surface size gh 12 mm height: catalog#00596405012, lot#63381638; palacos r+g 2x40: catalog#66017569, lot#84034522; palacos r+g 2x20: catalog#66017773, lot#82865272. G2: foreign: united kingdom. H6: proposed component code: mechanical (g04) - femur. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Approximately eleven (11) months post-implantation, the patient began to experience pain and difficulty with mobility. Subsequently, the patient underwent the first stage of a two-stage revision surgery due to infection and loosening. All components were revised and replaced with antibiotic spacers without reported complication.